Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl; due to needing settings adjustment. Customer attempted to address their bg by consuming carbohydrates; however later required assistance from their diabetes trainer by giving her a starbucks coffee. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl; due to needing settings adjustment. Customer attempted to address their bg by consuming carbohydrates; however later required assistance from their diabetes trainer by giving her a starbucks coffee. Reportedly, the customer was instructed to consult their health care provider to discuss their settings to better meet the customer¿s needs.